Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to capture issues.

Event description:
New information received noted that the patient is dependent. Capture was high and was discovered during a routine follow-up. During last evaluation, increased impedance was also noted. Patient was not symptomatic prior to the procedure and was doing fine during and post procedure.